Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, lot# j0177966r, implanted: (B)(6) 2001, explanted: unk. (B)(4). Pump was returned alone (without catheter) due to a motor stall. The review of the pump logs showed a motor stall with a motor stall recovery had occurred. The analysis showed residue and wear on the upper shaft of gear two, and residue in corresponding jewel. Analysis concluded a pump/motor/gear train anomaly/corrosion and/ or wear and/ or lubrication.

Event description:
It was reported that in the early am of (B)(6) 2013, the patient's family heard the pump alarm every 10 minutes. The patient visited the healthcare provider (hcp) office to have the pump checked. A pump alarm was heard and confirmed by telemetry; the alarm was due to motor stall. The stall was constant. The pump logs showed a motor stall occurred (B)(6) 2013 at time 0214. The patient was not exposed to emi (electromagnetic interference) that could account for the stall. At the time patient experienced no therapy withdrawal symptoms but the patient was a little anxious due to the pump alarming. Drug delivered via the device was baclofen. Further information obtained later indicated that the stall recovery took more than two hours. The patient was hospitalized. The pump was replaced. Per this reporter, the hcp indicated the patient was showing "withdrawal/underdose symptoms". A follow-up report will be sent if additional information becomes available.